Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found tamper seal was intact and there was no damage to the device. Functional testing confirmed the reported complaint. The root cause of the reported issue was found to be a bad co2 pump; the plus pump was replaced. No product information has been provided to date. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that there were weak reflections and sometimes flat lines occurring. No patient injury was reported.